Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced a blank display after receiving a no delivery alarm due to no more insulin left. The customer had tried changing the batteries. The customer's blood glucose was 147 mg/dl. Troubleshooting was done. Advised customer to insert a new aaa alkaline battery. The customer stated that the display did not return. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. The customer later stated that the insulin pump turned back on and that she received a compromised force sensor system after rewinding the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.